Manufacturer narrative:
Other applicable components are: product ID 3998 lot# va0855q serial# implanted: (B)(6) 2014 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse and a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. A representative was requested to adjust the patient¿ device. The reason for adjustment was because the lead #1 never worked. It was reported that also they were never able to get stimulation up to the right side of their head or even their shoulder. Stimulation went to their mid left arm which was not where they had pain. These issues had been occurring since implant ((B)(6)2017). It was noted that the patient was currently at a psychiatric facility currently. No further complications were reported.